Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received pt outcome info indicating that the pt expired due to a hemorrhagic stroke. Info provided to the MFR approximately seven days later indicated that the pump parameters were within normal limits. Data log files were not available. The pt did not have any pre-existing conditions that contributed to the event. The pt began having blurred vision and was sent to ophthalmologist. The blurred vision continued on for two weeks and returned to the hosp. The pt continued to extend his stroke and the family decided to withdraw care on the pt. No autopsy was performed. The pt had been on blood thinners because of the lvad and the device was ruled out as a contributing factor to the hemorrhagic stroke.

Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.